Event description:
Patient reports after getting refinement aligners, had to backtrack again and during this process noticed that the incisor was chipped and sensitive. Additionally, after a conversation with a dentist, it appears there may be two fractures on the bottom teeth. The pain level is at 7.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.